Event description:
Tube feeding pumps in use do not flush the volume of water at the frequency with which they are set. If a pump is set for 100 cc q4h after my 12 hour shift the pump will have delivered 200 cc. If 100 q6 then only 100 cc. I think that when the pump is paused for putting patient hob down to perform pt repositioning that the flush timer somehow is partially interrupted. At first I thought this was an issue with what time I'd cleared my pump vs the last shift. For instance, if last shift clears at 1830 and pump flushes at 00, 06, 12, 18, and I clear mine at 0500 I only encapsulate a 10.5 hour window. I think this is why we (the nursing staff) have been slow to recognize this as for sure being a problem (plus there is no way to check when the last programmed flush took place). Staff has noticed this since we started using the pumps several years ago, but oncoming and off going shifts had an informal discussion tonight that we are all noticing that the patients are not getting their prescribed amounts of free water. Flush volumes are always a multiple of what is programmed (300 cc q4h would usually result in a pump water delivery of 900 cc over a 12 hour period).

Event description:
Tube feeding pumps in use do not flush the volume of water at the frequency with which they are set. If a pump is set for 100 cc q4h after my 12 hour shift the pump will have delivered 200 cc. If 100 q6 then only 100 cc. I think that when the pump is paused for putting patient hob down to perform pt repositioning that the flush timer somehow is partially interrupted. At first I thought this was an issue with what time I'd cleared my pump vs the last shift. For instance, if last shift clears at 1830 and pump flushes at 00, 06, 12, 18, and I clear mine at 0500 I only encapsulate a 10.5 hour window. I think this is why we (the nursing staff) have been slow to recognize this as for sure being a problem (plus there is no way to check when the last programmed flush took place). Staff has noticed this since we started using the pumps several years ago, but oncoming and off going shifts had an informal discussion tonight that we are all noticing that the patients are not getting their prescribed amounts of free water. Flush volumes are always a multiple of what is programmed (300 cc q4h would usually result in a pump water delivery of 900 cc over a 12 hour period).